Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "acetabular fixation options first-generation modular cup curtain calls and caveats" written by william g. Hamilton, md, cory l. Calendine, md, sarah e. Beykirch, bs, robert h. Hopper, jr, phd, and charles a. Engh, md published by the journal of arthroplasty vol. 22 no. 4 suppl. 1 2007 was reviewed. The article's purpose "was to review (the) institutional experience with 3 different modular, first-generation, hemispheric porous coated cups, evaluating survivorship and identifying the temporal pattern of complications related to each of these designs." Data was compiled from 910 thas with age range of 19-92 years. It is noted that depuy and non-depuy products were included in the data. The article focuses on acetabular components but it is indicated that stems were also revised in conjunction with cups but does not provide reasoning for the stem. Depuy products utilized: arthopor cup with poly liner, acs triloc plus with poly liner, aml porous-coated stem, modular head. Adverse events with arthopor cup group: revisions for: recurrent dislocation, poly wear (association with synovitis or osteolysis and revised with either liner exchange or cup exchange), loose cup, infection. Adverse events with acs triloc plus cup group: revisions for: recurrent dislocation, poly wear (association with synovitis or osteolysis and revised with either liner exchange or cup exchange), loose cup, infection. Aml stem adverse event: revision (reason not provided but revised with cup).